Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that the patient underwent a total hysterectomy procedure on (B)(6) 2016 and the suture was used. During suturing a vaginal stump, after several stitches, the needle tip broke. Then wound was re-opened and x-ray performed for broken needle. It was also reported that some different density of medal debris was found at vaginal stump, but they cannot be stripped and removed. The wound was cleaned with distilled water and the broken piece was not removed out. In order to search for broken piece, anesthetic amount was increased. Now the patient is in a hospital for further observation. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what is the size (in mm) of the needle piece retained in the patient: 1-2mm. Does the surgeon plan additional procedure to remove needle piece: n/a. What is the surgeon opinion of consequence to the patient: the broken piece remained in patient. What is the current condition of the patient: discharged already.